Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Report forwarded by csi trumbull service & repair dept. Lp-20-120 here for repair- unit not cutting after received back from recall. We verified a functional issue. Ro- 97777. Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/23/2021 under wo's # (B)(4)and shipped on 03/01/2021. Manufacturing record review: DHR's 280423 & 296627 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was repaired under a recall for a separate issue in october of 2021. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Unit was found to have rf leakage error in coag. Root cause: no definitive root cause for this issue could be reliably determined at this time. Based on the information available this finding suggests a potential for a design related issue best evaluated by tech ops. Corrective actions the customer was provided with a new generator. This unit was retained for further evaluation by tech ops per project number 691. No corrective actions required at this time. Coopersurgical will continue to monitor this complaint condition for trends. No training required at this time. Was the complaint confirmed? Yes.

Event description:
Report forwarded by csi trumbull service & repair dept. Lp-20-120 here for repair- unit not cutting after received back from recall. We verified a functional issue. Ro- (B)(4) 1216677-2022-00041-1 leep precision generator lp-20-120 e-complaint- (B)(4).